Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) and vision side cart (vsc) ccc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The ssc ccc was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse, no data and no error logs were found to indicate that these failures did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This ssc ccc was installed, programmed and tested on the dv5 in house golden system where programming could not program, the ssc power button was flashing blue, and not booting up completely, ssc console was not connecting with the system replicating the reported failure. This ssc ccc was tested on the debug station to confirm if this ccc is bricked and resulting to be a bricked ccc. This ccc was programmed to unbrick this unit, installed back to the system to verify that this ccc function as design and resulted in system started up normal as expected. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system kept saying that it was preparing the system but would never go past that. Customer had power cycled the system and reseated the fiber cables but the issue remained. Technical support engineer (tse) attempted to review the logs but there were no current logs on the system. Tse walked customer through a hard power cycle of the system but the issue remained. Tse had customer remove the fiber cables and power up the carts separately. Customer said the tower and console both had blinking blue power buttons and would not fully power up. There were no reports of patient involvement.